Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding).') In a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain: dyspareunia (painful sexual intercourse)."), vaginal discharge ("bladder/urinary problems: vag. Discharge."), fatigue ("fatigue"), headache ("headaches") and weight fluctuation ("if other please describe: weight fluctuations."). The patient was treated with surgery (hysterctomy full). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dyspareunia, vaginal discharge, fatigue, headache and weight fluctuation outcome was unknown. The reporter considered dyspareunia, fatigue, headache, menorrhagia, vaginal discharge and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: incident category of event menorrhagia was updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding).') In a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain: dyspareunia (painful sexual intercourse)."), vaginal discharge ("bladder/urinary problems: vag. Discharge."), fatigue ("fatigue"), headache ("headaches") and weight fluctuation ("if other please describe: weight fluctuations."). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dyspareunia, vaginal discharge, fatigue, headache and weight fluctuation outcome was unknown. The reporter considered dyspareunia, fatigue, headache, menorrhagia, vaginal discharge and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event injury nos was updated to event- menorrhagia (heavy menstrual bleeding), dyspareunia (painful sexual intercourse), bladder/urinary problems: vag. Discharge, fatigue, headaches, weight fluctuations, were added. Patient demographic information updated. Essure start date and stop date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.